Event description:
The user fell while gardening and hit her head on the implanted side.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure due to the reported external mechanical impact seems likely. However to determine an exact root cause device investigation of the concerned device would be necessary. Re-implantation is not planned at the moment due to the recipient's health. This is a final report.

Event description:
The user fell while gardening and hit her head on the implanted side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.